Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the rep reported not being able to connect to the ins with the communicator (ctm). The rep was asked to power the ctm off and try again, but he's not able to find the implant, the ins is just out of the pocket on the patient. The rep was then asked to power off the tablet and ctm to try again, but still no connection, the or light is off and other equipment is off as well. The rep also stated that during the implant case he was at the impedance screen idle for about two minutes waiting to run the final impedance test. Then the tablet said the system lost communication. The tablet seemed to freeze and the caller indicated he exited the work flow. The caller used a second tablet/ctm and that did not communicate with the 97715. The caller stated they used a second 97715 battery and initially had some difficulty connecting, but were able to get it to communicate normally. The second battery was used for the implant. Following the case the caller used his tablet and ctm to communicate twice with the ins that was not used. The caller indicated that he would return the ins for analysis. The healthcare provider (hcp) noted that they have been having issues with communication in the or (room 3). It was also noted that the rep requested that the hospital not use that room for medtronic implants until the issue is resolved. Additional information was reported that they will no longer be using the or room with the connection issues until the problem is addressed. The issues have not been resolved. No further information was reported.

Event description:
Additional information received from the manufacturing representative indicated that the patient¿s date of birth was on (B)(6)1961. They did not know the weight of the patient at the time of the event. No further complications were reported or anticipated.